Event description:
The MFR's rep reported that the device was removed due to infection. The pt had been taken to surgery for placement of a dacron pouch and on opening the incision, pus was noted in pump pocket. The pt was receiving morphine 10 mg/ml, 1.5 mg/day, via the pump. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.